Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant when the lead was screwed-in the ventricular septum, the lead dislodged and the helix was repeatedly retracted in the heart. When retracting the helix the fourth time, a "crackle" sound was heard. The fifth time, there was a feeling that the wire was snapped and the helix could not be extended. Another lead was implanted and the procedure was completed without any adverse consequences to the patient. When the helix mechanism test was performed at preliminary check, there was no problem.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.